Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the screw used to insert the cup and attach it to the impactor had worn threads and would not screw into the cup. There were no impacts or consequences to the patient. Attempts have been made and no further information has been provided.